Event description:
It was reported that the device displayed "wonky lines" during use. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by technician and pictures showing the issue were made available. Based on the provided information the reported cockpit malfunction could be confirmed; the cockpit was no longer operable. Based on the investigation, a problem regarding the electromechanical connection between the basis board of the cockpit and the lvds cable was identified to be the root cause of the reported event. The lvds cable must be replaced to remedy the issue. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure the user will be alerted to this condition by an audible alarm. In case of a cockpit failure the ventilation would continue independently. Relevant ventilation parameters are displayed on the oled-display of the ventilator. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 : on-going.

Event description:
It was reported that the device displayed "wonky lines" during use. There were no patient health consequences reported.